Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer had high blood glucose of 487 mg/dl, even after set change. Customer was treated with manual injection. Customer reported that high blood glucose began on (B)(6) 2016. Customer did not go to the hospital but did contact healthcare professional. Customer had symptoms of high blood glucose; customer was very thirsty. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer states there were no leaks or air bubbles; there were no site or insulin issues; and settings were correct. Alarm history showed several no delivery alarms. Customer did not have tubing clamp and was advised to call back when in receipt of tubing clamp in order to complete high pressure test.

Manufacturer narrative:
The insulin pump was received with currents in specifications. We were unable to prime during the prime test due to faulty force sensor resistor. The insulin pump had minor scratches on lcd window, cracked near display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and cracked reservoir tube window.